Event description:
A pt suffered cardiac arrest following a cardiac catheter procedure with ptca and stent. The pt was successfully resuscitated. No permanent residual injury was noted per md assessment. The arrest is alleged to have occurred secondary to the injection of an air bolus (via the left heart kit) resulting in an embolus. It was noted that the contrast chamber of the left heart kit had a deep dent in it. It is alleged that this dent impeded or prevented the blue diaphragm float in the chamber from its normal rise and fall movement. The diaphragm is intended to float down and seat when the contrast level is low, thus preventing aspiration of air into the injection part of the kit, where the air may then be accidentally be injected as a bolus that could result in an embolus.